Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that it was not possible to launch the mobile programmer application and an error message stating "preparing - unexpected error" was displayed. Troubleshooting steps were taken to include escalation to technical support who determined that the mobile programmer application had not been installed properly. It was also determined that the user may have inadvertently attempted to use the mobile programmer application instead of the remote monitoring application. Technical support queried why the user wanted to install the mobile programmer application, the user was unsure. Technical support advised against setting up the mobile programmer application unless there was a specific need to use the application and to contact their company representative. There was no patient involvement.